Manufacturer narrative:
(B)(4) the customer's meter ((B)(4)) was returned and product testing did not confirm the readings complaint. All results were within range specifications an no error were noted during control solution testing. The readings reported could not be identified as the date and time was set incorrectly.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 480 mg/dl and 80 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.